Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the probe would not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector in a pouch. For the report of could not cut. The returned sample was visually inspected. And found to be non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation and cut. And was found to be non-conforming for both functional tests. The probe sample was disassembled, and the components inspected. Nominal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. Gouge marks were observed, at the cutting edge and multiple other locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does confirm, that the probe had a cut failure. And also indicates, that the probe had an actuation failure. The most likely, cause for the cut failure is the observed, gouges on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged, cannot be determined from this evaluation. The exact cause of the actuation failure cannot be determined, based on the evaluation performed. The exact root cause of the cut and actuation failures could not be determined. Therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe could not cut with aspiration present during surgery. There was no patient harm.